Event description:
It was reported during implant procedure that the left ventricular lead could not be fixated. During the operation, the patient suffered heart failure symptoms and the procedure was rescheduled for a later date. There was no allegation that the heart failure was caused by the lead. The patient was stable following procedure.